Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that when the subject balloon catheter was advanced in the guide catheter, resistance was felt. Therefore, the device was retrieved from the guide catheter and confirmed that the balloon was ruptured. There was not impact to the patient. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition after unpacking and the device was prepared as per the dfu. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
It was reported that when the subject balloon catheter was advanced in the guide catheter, resistance was felt. Therefore, the device was retrieved from the guide catheter and confirmed that the balloon was ruptured. There was not impact to the patient. No further information is available.